Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to keymed ltd, (okm). Okm evaluated the subject device and confirmed that the angulation control knobs of the subject device were loose as the user reported. Okm also confirmed that all angulation mechanisms are out of the specification with excessive play. Okm reviewed the service history of the subject device and confirmed that the subject device has never been returned to okm for change of the angulation control knobs. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed the perforation of the patient's left side of the colon at the beginning of the colonoscopy. The user commented it occurred because the angulation control knobs of the subject device were so loose and the user had to forcibly turn the knobs to manage the angulation mechanism. The user facility closed the intestinal perforation with a clip. The user completed the colonoscopy.